Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument had a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. The instrument passed electrical continuity testing. Engineering also found scratches on the surface of the distal pulley. There were also various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively.

Event description:
It was reported that during reprocessing the da vinci si surgical maryland bipolar forceps instrument was noted to have bent wires. No patient harm, adverse outcome or injury was reported.